Event description:
The hospital reported that during a coronary artery bypass procedure, the housing cap of the device fell inside the chest cavity. The cap was retrieved without any problems, and the procedure was completed with the same device. No patient complications were reported by the hospital.

Manufacturer narrative:
Investigation details: the om-9000s device was received with the plunger housing cap detached from the suv mount; complaint is confirmed. It was observed that residual adhesive was present on the inside plunger housing cap. Further investigational results found that the housing cap popping off might be due to the cable angle inside the plunger hourglass housing. Since the angle is determined by clinical positioning, probable cause of failure is user technique.